Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has the three prong piece broken that it's attached inside the leak tester, so was no able to attach the cord that allows connect to the leak tester. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,g1,h2,h3,h4,h6,h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air conditioning (ac) inlet unit at rear was damaged and was pushed inward. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.